Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Pump received with minor scratched display window. The insulin pump was received cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.